Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on the bus. A field service engineer (fse) could not identify any failure with the remote manager. Escort logged into the station and successfully inventory multiple items. The fse logged in to support mode and successfully ran the required diagnostic testing. Escort successfully tested access to the previously failed remote manager, multiple times with no problem or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.